Event description:
Pt undergoing an ileostomy takedown with abdominal wall reconstruction, hysterectomy with bilateral salpingo-oophorectomy procedure. During the first count of the needles, it was noted that a needle tip of a prolene suture number #1 ctx, the needle tip was missing. Surgeon was notified of this. He said it is less than a millimeter and it is more harm to look for the tip inside the pt because of the hemodynamic status of the pt. Charge nurse and mgr notified of this. Surgeon was informed that we should take an x-ray and he suggested that the x-ray should be taken in the recovery room because of the severity of the pt's condition. Surgeon also notified to mention the incident to the family and also mention in his notes. Pt transferred safely to the recovery room, recovery nurse notified of this and also an x-ray was ordered to be taken in the recovery room.